Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the sieve beds dusted and have bad odor. Additional malfunction is power switch, no alarm.